Event description:
Rptr alleged discrepant blood glucose values of 150 mg/dl back to back with a result of 50 mg/dl when testing was performed <5 mins apart on the compact sys. Customer stated having no high or low glucose symptoms at the time. The location of the alleged testing was not provided. No actions were taken or treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.